Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the patient developed a bacterial infection from the pod after wearing the pod for between 37 and 48 hours. The patient felt pain at the insertion site and noticed the site appeared red and a bit swollen. The patient also had a fever. The patient went to darmstädter kinderkliniken prinzessin margaret and was given antibacterial juice (consume for 10 days) for treatment. The patient stayed at the emergency room for 2 hours. The pod was discarded.